Event description:
During evaluation by a resmed authorized third party service center, an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Visual inspection of the main circuit board revealed a leaky super capacitor. Review of the device data logs confirmed the reported complaint. The main circuit board was replaced to address the reported complaint. The device was serviced and tested before returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).